Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. No causes were found during the investigation that could have contributed to the pain of the pt.

Event description:
The pt came in to the dentist office complaining about pain from an implant placed in tooth location 18 on (B)(6) 2011. After eval the pt opted to have the implant removed. The dentist removed the implant and bone grafted the area on (B)(6) 2013. No further treatment for the pt is necessary.